Event description:
It was reported while placing the catheter into the patient, the tip of the catheter broke off outside of the patient. There was no patient injury reported. Another device was used to complete the procedure. The doctor did not use a sheath during the procedure.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As no sample was returned for investigation, no evaluation could be performed. The complaint is inconclusive and the root cause is unknown. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.